Event description:
Event desc: a cortrak feeding tube was placed. The next morning the tube was removed due to placement in the right mid bronchus. No feed was started and the placement did not result in a pneumothorax.

Manufacturer narrative:
Feeding tube placement is dependant on the clinician and pt. The actual tube does not influence where it is placed. The cortrak tracings received from the customer show that the placement was not a typical gi placement. No feeding tube sample is available for eval. The cortrak used during the procedure has not been returned by the customer.